Manufacturer narrative:
The suspect device has been received; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure. Pt's age, weight and gender were not provided. According to the complainant, during the procedure, the resolution clip device was advanced through the scope. Several attempts were made to open the clip but it would not open. The device was removed and an olympus clip was used to successfully complete the procedure. There were no pt complications reported as a result of this event.